Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump alarmed rf pic failed during the self test and lost sensor alarm when testing with the mini link transmitter due to a faulty component on the radio frequency board. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, and unexpected restart test and all operating current test were normal. Unable to complete the functional test due to the alarm. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was unknown. The customer was explained the pump is no longer receiving data from the transmitter. Customer has no longer wearing sensor at this time and unable to find lost sensor. The customer check alarm history and found rf pic failed self-test. The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.